Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 short port btt valve fell out. It was found on the drapes. They said it may have gotten stuck in the syringe. This was discovered after they finished the procedure so, a replacement unit was not needed. The hospital did not report any patient effects. The product was returned.